Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: 0220923560, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for dynamic graciloplasty/fecal incontinence. It was reported that the patient went to see the surgeon complaining of discomfort, redness and swelling at the implant site. The surgeon suspected an infection and booked in the removal for today.  The surgeon stated that it may have been due to a hematoma forming post op as the patient is on anticoagulants. No diagnostic troubleshooting was performed. The device was explanted completely. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.